Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  [missing records: operative report for ¿previous epigastric hernia repair¿ were not provided.] (B)(6) 2010: (B)(6) medical center. Surgeon: (B)(6), md. Operative report. Preoperative diagnosis(es): incarcerated midline periumbilical hernia; morbid obesity. Postoperative diagnosis(es): incarcerated umbilical hernia; morbid obesity. Procedure: laparoscopic repair of incarcerated umbilical hernia. Summary: ¿with the patient in the supine position on the operating table under suitable level of general anesthesia, the abdomen was prepped with betadine high and wide. A small incision was made in the right upper quadrant and the veress needle was inserted. After suitable insufflation, the veress needle was removed and a 5-mm trocar was inserted at this point. Under camera visualization, a 10-mm trocar was inserted laterally lower on the right flank and two 5-mm trocars in the left side. Visualization had shown a large mass of omentum incarcerated in a hernia near the umbilical site. No other hernias were visualized. There was no evidence of hernia at the site of the previous epigastric hernia repair. With traction over the hernia and with blunt dissection and some sharp cautery dissection, the adherent omentum was reduced. Bleeding was easily controlled with cautery. It was then decided to use of dualmesh plus patch. A 12- x 15-cm patch was cut, this was based on measurements made and markings made on the abdomen prior to the beginning of the procedure. Corner sutures were placed of cv-0 gore-tex. The patch was passed through one of the trocars and laid flat on the viscera. Then using the gore suture passer, the four sutured were passed up through the fascia at the sites marked. The abdomen insufflation was lowered. The patch was pulled anteriorly up against the peritoneum with the rough side toward the peritoneum and these gore-tex sutures were tied. The corkscrew tacker was used for the patch at the edges circumferentially and a couple of patched in the middle. It was a pretty large sac which should gradually scar down and go away. No evidence of bleeding was seen. The trocars were removed. The fascia of the 11-mm trocar was closed with 0 vicryl, skin and subcutaneous with clips. Dressings were applied. The patient was taken to the recovery room .¿ (B)(6) 2010: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 7332931. W.l. Gore and associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/7332931) was implanted during the procedure. (B)(6) 2012: (B)(6) medical center. (B)(6) , md. Operative report. Procedure(s) performed. Repair of incarcerated, recurrent umbilical hernia repair with mesh. Preoperative diagnosis(es): incarcerated recurrent umbilical hernia with obstruction. Postoperative diagnosis(es): incarcerated recurrent umbilical hernia with obstruction. Anesthesia: general. Estimated blood loss: none. Specimen(s): hernia sac. Drains: blake drain in the subcutaneous space. Indication for procedure: (B)(6) is a 52-year-old man who presented to the emergency room with a recurrent umbilical hernia which was incarcerated and appeared to likely be resulting in a small bowel obstruction. He is brought to the operating room for emergent repair. Finding(s): the patient was found to have a loop of ileum incarcerated within a recurrent umbilical hernia. No bowel resection was required. Mesh repair using lifecell strattice biologic mesh was performed. Procedure in detail: ¿the patient was brought to the operating room, placed in the supine position and given general anesthesia. A foley catheter was sterilely inserted. The abdomen was prepped and draped sterilely. A midline incision was made starting above the umbilicus and extending to just below the umbilicus. The subcutaneous fat was divided with electrocautery. Hernia sac was identified and was separated from the surrounding subcutaneous fat and the fascial edges were identified. The hernia sac was opened and the excess sac was excised. The hernia content consisted mainly of small bowel and this was released by incising the midline fascia above and below the hernia defect. There did not appear to be any evidence of small bowel ischemia and I placed the small bowel back into the abdomen for a few minutes while I worked on defining the fascial edges and when I reinspected the small bowel it appeared to be quite viable. The site of obstruction did result in a ring around the small bowel but it was widely patent and was able to easily pass fluid though this. The fascial edges were then identified and some of the poorly incorporated previous mesh was excised. The original hernia defect though the fascia/mesh measured about 3 cm across, but with excising the portion of the mesh that was poorly incorporated the hernia defect was probably closer to 5 cm x 3 cm. The preperitoneal space was developed and I was able to close a good healthy layer of peritoneum. This allowed me to place a piece of lifecell strattice mesh into the preperitoneal space but behind the rectus fascia and somewhat in a variation of a rives-stoppa repair. The mesh was secured with full-thickness bites through the fascia using interrupted #1 prolene suture circumferentially. The midline defect was closed with a 2-0 pds suture. The wound was then irrigated and drain was placed into the subcutaneous space on top of the fascia that had been exposed. The subcutaneous fat was closed with interrupted 2-0 vicryl suture and the skin was closed with staples. Dressings were applied and the patient was awakened from anesthesia.¿ (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 7332931. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2010 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, poorly incorporated mesh, partial mesh explant requiring an additional surgery. Additional event specific information was not provided.